Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed critical pump error and pump error. The customer¿s blood glucose level was 10.8 mmol/l at the time of the incident. It was reported that they had pump error before critical pump error and removed the battery from the insulin pump. It was reported they received a critical pump error image on the pump screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.